Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the healthcare professional/reporter in france contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurate readings. The patient obtained the sets of blood glucose readings of 122 mg/dl and 176 mg/dl, 133 mg/dl and 148 mg/dl and 126 mg/dl, and 141 mg/dl and 182 mg/dl on the reported meter within 20 minutes. The patient's test strips were in good condition and within opened expiration dating. The patient did not report experiencing any symptoms or medical attention. The meter and test strips were replaced. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for precision testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.